Manufacturer narrative:
The device was returned for investigation and received by essential medical. The device was decontaminated then visually inspected. A non-conformity was identified. It was confirmed that the lever was actuated to release the toggle [anchor], but the toggle did not release. This was caused by the toggle being tucked into the incorrect delivery system tubing during the manufacturing process. The risk to the patient is minor blood loss intra-operatively, leading to elongation of procedure time or use of another device. Based upon occurrence rate, this appears to not be a lot quality issue with minimal risk to the patient. Corrective actions including an additional inspection step have already been implemented to reduce the risk of this incidents' occurrence in the future.

Manufacturer narrative:
An investigation has been opened to review the returned device, device history record, risk documentation, and case imaging. The investigation remains in process.

Event description:
A tavr was performed on a male patient on (B)(6) 2019. Manta 18f vascular closure device was deployed for closure and it was reported that the anchor did not release (it was still tucked into the inner carrier tube.) A second device was deployed without incident and immediate hemostasis was noted. A post deployment angiogram showed no "leakage or bleeding."